Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. The root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited the screen was black with red lines, during inspection for use. There were no reports of patient involvement.